Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) called pharmacy and pharmacy admin advised that the customer had to rename the item and item needed to be destocked and restock to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the user was unable to pull buprenorphine/naloxone sl 8-2 mg. It was not a tablet but a film. The item had been named incorrectly. However, there were no adverse events or injuries reported based on this event.